Event description:
During a colonoscopy procedure, it was reported by the medical facility that the ctr display monitor lost the image during the case. The device was withdrawn and the case was concluded with another colonoscope. There was no pt injury or other negative health consequence.

Manufacturer narrative:
The endoscope was returned to endochoice for assessment. It was found that the camera assembly in the distal tip required replacement.